Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 8/28/2024.

Event description:
Patient reported "product concern". Healthcare professional later reported "capsular contracture, baker grade unknown". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and three openings on the device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "product concern". Healthcare professional later reported "capsular contracture, baker grade unknown". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6b.

Event description:
Patient reported "product concern". Healthcare professional later reported "capsular contracture, baker grade unknown". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: exchange of textured devices, due to product concern. And later reported, "capsular contracture, baker grade unknown".

Event description:
Patient reported, "product concern". Healthcare professional, later reported, "capsular contracture, baker grade unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted and replaced.